Event description:
The report received from the field indicated that the physician used a 6 fr. Exoseal vascular closure device (vcd) to achieve hemostasis and the patient developed a hematoma in her medial right thigh within five-six minutes after deployment. The tech applied pressure to the hematoma and the patient experienced a vasovagal reaction. The patient was treated by administration of atropine and dopamine. The patient's blood pressure came back up, but it took several minutes. They proceeded to put a c-clamp on and took her for a CT scan. The case was the second certification case for the physician for training with the device. The procedure was an interventional procedure using a retrograde approach. The vcd did not show visible signs of damage upon inspection. An unknown 6 fr. Sheath was used for the procedure. The sheath locked properly against the cowling. An audible click was not heard. An adequate bleed-back signal was observed. The plug deployment button was fully depressed. The plug deployed. The procedure was not aborted prior to plug deployment. The vcd and sheath were removed as a single unit. The angle of access was 30-45 degrees. The femoral artery suitability was not verified on angiography. The patient was discharged with no further issues reported.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the field indicated that the physician used a 6 fr. Exoseal vascular closure device (vcd) to achieve hemostasis and the patient developed a hematoma in her medial right thigh within five-six minutes after deployment. The tech applied pressure to the hematoma and the patient experienced a vasovagal reaction. The patient was treated by administration of atropine and dopamine. The patient's blood pressure came back up, but it took several minutes. They proceeded to put a c-clamp on and took her for a CT scan. The case was the second certification case for the physician for training with the device. The procedure was an interventional procedure using a retrograde approach. The vcd did not show visible signs of damage upon inspection. An unknown 6 fr. Sheath was used for the procedure. The sheath locked properly against the cowling. An audible click was heard. An adequate bleed-back signal was observed. The plug deployment button was fully depressed. The plug deployed. The procedure was not aborted prior to plug deployment. The vcd and sheath were removed as a single unit. The angle of access was 30-45 degrees. The femoral artery suitability was verified on angiography. The patient was discharged with no further issues reported. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. These factors in combination with antiplatelet therapy after a procedure can lead to hematomas. Pressure on a large artery and pain can stimulate the vagus nerve, causing slowing of the heart rate a drop in blood pressure. Anxiety pain and discomfort at the puncture site may also result in a vasovagal reaction. Vasovagal response is defined as the presence of two or more of the following indicators, either during sheath removal or while pressure is being applied to the site: decreased level of consciousness, nausea and vomiting, and cold, clammy, pale skin; decrease in blood pressure to less than 100mmhg systolic or greater than 15% decrease from baseline; and/or decrease in heart rate to less than 60 beats per minute (or if the heart rate is less than 60 initially, a decrease of more than 15% from baseline). The information provided suggests that the patient experienced a vasovagal reaction due to pressure applied to the puncture site given that the exoseal failed to achieve hemostasis resulting in hematoma. The health care provider acted in accordance with the standards of care and is trained to respond to this type of complication resulting in quick patient recovery. Without the product available for analysis, no determination regarding potential contributing factors could be made. Based on the available information and the device history record review, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.